Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the clips were not forming properly and were not secure. There was no consequence to the pt. Instrument from ftr13 kit, lot number ja4995.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strive to understand each incident as it occurs in order to continuously improve products.